Event description:
Additional information received noted that the inappropriate atrial output was a result of conjunction rhythm from the atrial lead. The atrial lead was not dislodged. Failure to capture and inappropriate low voltage output were noted. No interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial output appeared to be inappropriately conducted in the ventricle due to potential lead dislodgement. Atrial loss of capture was also noted. No interventions were performed. There were no patient consequences.